Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information provided, it was reported that the surgeon performing a shoulder arthroscopy case using the vapr vue generator 225024 & footpedal 225023 with vapr coolpulse 90 wand 225028 lot: u2001149. I was contacted via email by nursing staff who state the vapr wand "activated itself" & caused a burn to the patient. At the time of reporting no other information regarding the incident was available. I have contacted the nursing staff directly to request further detailed information regarding the incident / injury & am currently awaiting a response. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number: u2001149, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported by the sales rep via complaint submission tool that during a shoulder acromioplasty while using the vapr vue generator and the vapr3 footswitch, the vapr coolpulse 90 electrode activated itself causing a burn in the patient. At the time of reporting no other information regarding the incident was available. The electrode was discarded by the staff.